Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on:23-jun-2025. Investigation summary : bd received 4 samples for investigation. The samples were evaluated by functional testing and the indicated failure mode was observed on 2 of the 4 samples. Based on a review of the device history record all product specifications and requirements for lot release were met. Bd is able to confirm the customers reported defect of stopper creepout. Based on a review of batch records and the investigation results, no definitive root cause from the manufacturing process has been identified as a contributor to the customers reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends.

Event description:
It was reported while using bd vacutainer® serum blood collection tubes, once opened, the tubes cannot be closed again. This has occurred in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® serum blood collection tubes, once opened, the tubes cannot be closed again. This has occurred in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.